Event description:
The account alleged the side rail will not stay in the up position. No pt impact.

Manufacturer narrative:
The account found the side rail had foreign material inside the latch. The account cleaned and lubricated all side rail latches to resolve the issue.